Event description:
A hemodialysis (hd) patient, (initials: (B)(6), gender: male, date of birth: (B)(6) 1956, estimated dry weight: 68.5kgs), has been experiencing itching, and occasional cramping and low blood pressure (bp) during regularly scheduled hd treatments thrice weekly (monday-wednesday-friday). It was originally reported by the patient's nurse that the patient complained of itching (pruritis) immediately after hd treatment is started with use of the fresenius 180nre optiflux dialyzer, for which the patient received intravenous (IV) benadryl (diphenhydramine). The itching had reportedly occurred from the patient's first date of dialysis (B)(6) 2016 through (B)(6) 2017, at which time the patient's dialyzer was changed to the baxter exeltra 150 dialzyer. According to the hd nurse, testing was done to rule out medication reactions to ensure that the itching/pruritus was not medication related (testing details unknown) and the patient has no food allergies. The patient's hd treatment on (B)(6) 2017 was the first use of the change in dialyzer to the baxter exeltra 150 and no pruritus/itching was reported. However, follow-up information with the hd nurse on (B)(6) 2017 confirmed that the patient's itching had reoccurred and treatment records received for the time period of (B)(6) 17 through (B)(6) 17 confirm hd treatment with the baxter exeltra 150 and benadryl 25mg being administered during every hd treatment with the exception of (B)(6) 2017. In addition, the patient continues to experience occasional cramping and low bp during treatment with the baxter exeltra 150 dialzyer. During additional follow-up information with the hd nurse, it was reported that the patient regularly has high potassium (k) levels (most recent lab results: k at 6.7 (B)(6) 2017) which is attributed to the patient's dietary intake. The nurse stated the patient has been repeatedly counseled on diet but continues to be non-compliant with diet leading to the elevation of potassium level. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).